Manufacturer narrative:
Manufactures investigation conclusion: the report of bleeding from the apical cuff site could not be confirmed through this evaluation and a specific cause for the reported event could not be determined through this evaluation. The account reported that the patient experienced bleeding between the apical cuff and the inflow cannula. The apical cuff was locked into place, but there did not appear to be a good seal. The surgeon reportedly angled the pump to appropriately create the proper seal. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-06334 . It was reported that there was bleeding between the apical cuff and the inflow. When engaging the pump the yellow disappeared on purple lock yet there seems to not be a good seal. Bleeding still occured between inflow and apical cuff. Surgeon reported that he angled the pump appropriately to create proper seal. It was reported that they packed chest with laps, used umbilical tape, and gortex, and manipulated pump to try and stop bleeding.